Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.5x15mm xience xpedition stent was implanted in the mid right coronary artery, 100% stenosed lesion. Following, a dissection occurred which was treated with another xience xpedition stent. There was no adverse patient sequela. There was no additional information provided regarding this issue.